Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg). The patient presented to the device clinic with "palpitations associated with shortness of breath and dizziness." The article addresses concern about the rhythm phenomenon and questions what rhythm the patient is in and what is the pacemaker's "problem?" Further follow up with one of the co-authors indicated that there were no device allegations, or medical/surgical interventions taken, and that the patient is "alive and well." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Follow up was conduct ed, and the new information obtained has been included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: a vexing rhythm problem? Pace pacing and clinical electrophysiology,. 2014;37(1):113-115. (B)(4.